Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Product ID: neu_unknown, serial #: unknown, product type: unknown. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-sep-2018, UDI #: (B)(4). Product ID: neu_unknown, serial/lot #: unknown, ubd: 08-sep-2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that they had a replacement on (B)(6) 2019 because the last one popped out of the ins pocket. They had a fractured lead, and some of the other parts were not doing the best. No further complications were reported or anticipated.